Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor and its associating wiring was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the systems' left monitor failed to operate. No report of pt injury.